Event description:
A hospital reported that an rt104 breathing circuit heater wire was broken. This alleged defect was found while setting up the device. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is old in the USA. We are still waiting the return of the complaint device to complete our investigation. An investigation will be carried out once we received the complaint device. Results: no results to date. Conclusion: no conclusion can be done at this time. Our records indicate that this is the only complaint of this nature received for the given lot number. We have received other complaints of broken heater wire with an occurrence rate of approximately 0.0021% worldwide for the last year. We have an open CAPA project to address this issue.